Event description:
Baxter reported ,"a patient's adapter of a transfer set was not connected with a ti-adapter." The date of how long the set was in place in unknown. There was no patient injury or medical intervention associated with this incident according to baxter.